Manufacturer narrative:
PMA/510(k)#: k011369 / k122558. Investigation summary: unconfirmed, no sample provided. Investigation conclusion: bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Root cause description: as samples were not provided a true root cause could not be established and linked to a bd swindon process. A review of the device history record did not reveal any manufacturing or material defects that could have caused or contributed to the reported failure. Thus, the complaint could not be verified and a root cause could not be determined with confidence. As such the complaint is being closed without conclusion.

Event description:
It was reported that before use of the ultrasafe x100l png clear nvs stein the two syringes in a kit are dissembled. The following information was provided by the initial reporter: two syringes in a kit are dissembled.